Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sleeve gastrectomy according to the reporter: using the I-drive handle, cycle done perfectly. During firing of the first reload it stopped in the beginning of the firing. The doctor released then pressed the blue button to fire, but nothing happened. The reload was changed and the operation went smoothly. Current patient status is ok. No unanticipated tissue loss. No unanticipated extension of the incision by more than 1 inch. No unanticipated blood loss of 500cc's or more. No delay in surgical time by more than 30 minutes due to the product's problem. No device fragment or component falling into the patient's cavity. No reinforcement material used in conjunction with the stapling device.